Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a dip case, the tip of the guidewire broke off. The rep was not in the case and had no more info. He was unsure if it had been retrieved. Additional information obtained 9/7/18: case was a scaphoid fix. As the guidewire was being removed it was noticed that the top was broken. The guidewire was an ar-8737-42, lot 810382544. Additional information obtained 9/11/18: it has been confirmed that the tip of the device was not retrieved as it was too deeply in the scaphoid to retrieve. It was found and confirmed under fluoro. The remaining portion of the device was disposed of after the case. The break occurred just behind the threads so no threads were visible after the main part of the guidewire was removed.